Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total cystectomy procedure on an unknown date and barbed suture was used. The needle detached from the suture during continuous suturing. It was not a control release needle. Further details were not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). Device evaluation summary: it was received for analysis an empty labeled winding former a detached needle and a suture piece of product code sxpp1a300. During visual inspection of the needle, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture piece was observed cut appears to be by use of a surgical instrument and the other end a correct insertion mark was observed. However, the force used to detach needle from the suture could not be determined. The manufacturing records could not be reviewed as the batch number is unknown. Per the condition of the sample, it could not be determined what may have caused the reported incident of: ¿2 needles (y305h and sxpp1a300) were detached from the sutures¿. Device y305 captured in mw report 2210968-2019-87669.